Manufacturer narrative:
The insulin pump unable to prime during prime test. The insulin pump received with motor error alarms during basic occlusion test due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood sugars and dka. Customer's blood glucose reading at the time of hospitalization was over 6000 mg/dl. Caller stated that the customer was vomiting, unable to stand, disoriented dehydrated and dizzy prior to hospitalization. Nothing further was reported.